Manufacturer narrative:
During investigation the reported problem turned out to be not reportable. It is confirmed that sound was present. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated.

Manufacturer narrative:
Further review of this report revealed coding was not provided; therefore, this report was re-opened to correct coding and update accordingly. The full investigation is included. This is in reference to MFR report # 9610816-2023-00526. Based on information available, the issue is no longer considered reportable. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated. Philips received a complaint on the intellivue patient monitor mx750, indicating ¿speaker error-technical error on speaker". The device was in use at the time of the event. No adverse event occurred. Analysis was performed remote service personnel. A philips response service engineer (rse) spoke to the customer and confirmed a ¿speaker malfunction¿ inop message was displayed on the device. The rse stated that biomed informed that he had looked into the issue and noticed that the alarm was coming from the x3. The biomed was informed to undock the x3 and reboot it and if the issue is cleared and the sound is working, they can put it back in clinical use, if not the monitor needs to be repaired. Biomed confirmed that rebooting solved the issue: the inop is gone, and speaker is working as intended. A good faith effort (gfe) conducted confirmed the speaker was working fine and there was audio present during the inop error messages displayed. The rse stated this is a known issue in firmware rev n.x for the x3s. When the x3 is in companion mode with a host monitor it intermittently can trigger a ¿speaker malfunction¿ inop message. This is due to an internal check performed by the x3 of all internal components. When this test is performed in companion mode the x3 sends current to the speaker and over time the impedance is built up and after some time an inop is triggered because the x3 thinks the speaker is faulty. This issue is resolved in firmware rev p.x and the x3 will use a higher current to check the speaker which in turns eliminates the issue of built-up impedance. Until the customer has upgraded all their x3s to rev. P.x, the workaround is to take the x3 out of companion mode by undocking it from the host monitor and restarting the device, when this restart is performed the x3 will do another check of the speaker and clear the inop. If the inop still is present on the x3 even after a restart, then there might be an actually broken speaker. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported inop is a buildup of impedance over time due to current being sent to the speaker when the x3 was in companion mode. The reported problem was confirmed. The customer was provided instruction to reboot the x3 and that resolved the issue. The product was put back in service.

Event description:
It was reported the intellivue mx750 monitor displays a speaker malfunction error message. A loss of audio cannot be ruled out based on information currently available. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting address state: (B)(6). E1: reporting institution phone: # (B)(6). E1: reporter phone # (B)(6).